Manufacturer narrative:
There were no adverse events reported during the procedure.

Event description:
Boston scientific crm received information from an observation/complication/out-of-service reporting form that this device and lead system were explanted, due to infection.